Event description:
The following has been reported: customer reported: nurse reported, IV tubing leak after its put into the pump. Customer had two tubings (unsure of lot #) that were not leaking and were able to flow by gravity and then once put in the pump the liquid was coming out and flowing down the tubing. A preliminary review identified the following issue: administration set leak (external part) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The most probable root cause of the reported incident is related to defective tubing with breaks or cuts located in the tubing, separation from the cassette port or leaks coming from the cassette port. An internal investigation was opened to mitigate the reported failure. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.